Event description:
The information received indicated that a patient was admitted with a 90% stenosis in the distal left circumflex artery. The lesion was de novo, highly flexed, heavily calcified and moderately tortuous. The lesion was predilated and a cypher (2.5/28mm) was being delivered to the target lesion, but the cypher did not cross the target lesion due to the calcification and flexion. Therefore, pre-dilation was conducted a few more times and the cypher was redelivered, but it still did not cross the target lesion. The cypher with the stent delivery system (sds) was withdrawn from the patient since the physician observed that the stent was misaligned a little proximally on the sds upon coronary angiography (cag). Outside of the patient the physician visually confirmed the stent to be shifted a little proximally on the sds. Since it was confirmed on cag that the stent was misaligned a little proximally, the physician dilated the stent with the balloon at the proximal end of the lesion and it was safely implanted. Then two cypher stents (2.5/28mm and 2.5/18mm) where implanted by 5-in-6 technique overlapping. The procedure was completed successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
The product is not distributed in the united states, however, it is similar to the cypher sirolimus-eluting coronary stent distributed in the united states. The product will not be returned for analysis due to the patient's infectious disease ((B)(6)). Additional information will be submitted within 30 days from receipt.